Manufacturer narrative:
Mml ref #: (B)(4). B2-other: pain/discomfort.

Event description:
It was reported that the patient continues to have pocket pain and collecting seroma around the implantable pulse generator (ipg) site. The patient was checked for infection, but no confirmed infection was found. The patient also had an alternating impedance issue. The surgeon decided to schedule a surgical procedure to move the ipg from the right buttock to the left flank area to reduce the seroma. However, after consulting with the mainstay medical representative, it was recommended that the ipg be replaced. A new ipg was implanted with no complications. All impedance issues were cleared after replacing the ipg. There was no report of patient harm or injury.

Manufacturer narrative:
Mml ref #: (B)(4). B2-other: pain/discomfort. The device was returned for analysis. The implantable pulse generator (ipg) passed the functional testing. A visual inspection was performed. No observation was found that could have contributed to the patient's pain/discomfort. The device manufacturing record was reviewed. No relevant non-conformances were found. Following the ipg revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Event description:
It was reported that the patient continues to have pocket pain and collecting seroma around the implantable pulse generator (ipg) site. The patient was checked for infection, but no confirmed infection was found. The patient also had an alternating impedance issue. The surgeon decided to schedule a surgical procedure to move the ipg from the right buttock to the left flank area to reduce the seroma. However, after consulting with the mainstay medical representative, it was recommended that the ipg be replaced. A new ipg was implanted with no complications. All impedance issues were cleared after replacing the ipg. There was no report of patient harm or injury.